Manufacturer narrative:
The device was received for evaluation. An event history log identified a monitor motor stall (system error (se) 20602). Functional testing was performed on the device which was able to successfully load and run a set without discrepancies; the reported issue was not reproduced. Flow rate accuracy testing was performed and the device met specifications. There was no fluid ingress or other damages noted that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a se 20602. The cause of the se 20602 could not be determined. No repair actions are required at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was programmed and nothing came out of the pump after an error code. This occurred during fluid delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.